Manufacturer narrative:
Results: investigation summary: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Part #: 381434 ¿ 20 g x 1.16 in. (1.1 mm x 30 mm) bd insyte autoguard shielded IV catheter. Made of bd vialon catheter biomaterial. Has bd instaflash¿ needle technology lot #: 7108520. Complaint: catheter broke / separated after placement. Event description: IV catheter was discontinued and was not intake. X-ray of wrist was ordered and showed the tip of the catheter. Broken piece was removed. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted. Lot 7108520 was built on afa line 1 on 18 apr2017 thru 24apr2017 and packaged on line 9 for the quantity of 445, 210ea. Reviews of dhrs revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for the MDR - level a investigation; as a result of the reviews there were no related reject activity findings relevant to the defect stated in the pir associated with the lot numbers provided for this incident. Visual analysis; observations and testing: observations and testing could not be performed because units were not provided for investigation of this incident. Test description: method no: results> n/a, n/a, n/a. Investigation samples(s) meet manufacturing specifications: unknown; units were not provided for observation and testing. Investigation conclusion: confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not provided for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not provided for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. Comment: units not provided for investigation of the incident stated in the pir. Rationale: corrections and CAPA. Corrective action project / CAPA (#): a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the catheter on a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter separated after placement. The IV was discontinued and an x-ray was taken, the broken piece was removed.